Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg, implantable cardioverter defibrillator (ICD), (B)(6) 2009. (B)(4).

Event description:
It was reported that there was high pacing impedance and a possible subclavicular fracture in the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead in segments was returned and analyzed. Analysis performed revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.